Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 10.9mmol/l. The customer stated that started as champagne bubbles but come together to make a bubble around 30mm in length. The customer has not rewound the pump with reservoir in place. The insulin is stored in the fridge but give 72 hours to warm to room temperature. The customer stated no leaks along the tubing. Customer stating that the issue has occurred with the last three infusions sets. The customer agreed to send out replacement box fo sets and reservoirs.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. The reservoir passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.